Event description:
The customer reported repeatable falsely elevated troponin I results on samples from multiple sequential draws from one patient. Elevated results of this magnitude might initiate a cardiac catherization. There was no report of patient harm as a result of this event.